Event description:
It was reported that the patient presented in the operating room for device exchange. Before procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead was cut and capped on (B)(6) 2020. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 11.3 cm was returned for analysis. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the re coil at 5.6cm to 5.8cm from the connector pin. Without return of the entire lead, a complete analysis could not be performed.